Manufacturer narrative:
(B)(4). The model and catalog number identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. The set has been rec'd and the evaluation is pending. A follow up report with failure investigation results will be provided once the evaluation has been completed.

Event description:
The homecare pt reported that "tubing split near to filter". From the reported info, there are no indications of serious injury to the pt or suer as a result of this incident and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.